Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to placement difficulties. This lead was placed in the ra three different times however, each time the physician felt the lead did not look right and did not hinge correctly. Low injury values were also experienced with each attempt. This ra lead was replaced with the same model, not implanted and was returned for analysis. No additional adverse patient effects were reported.